Event description:
On (B)(6), 2004, the patient was implanted with a gore excluder bifurcated endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6), 2007, the patient was implanted with three gore excluder aaa endoprostheses to treat aneurysm growth due to endotension. On (B)(6), 2010, the patient presented to the hospital with a ruptured aneurysm and hematoma. CT scan showed that the device moved distally and a proximal type I endoleak was revealed due to the proximal aortic neck dilation. On (B)(6), 2010, an open procedure was performed to treat the aneurysm rupture. The gore excluder aaa endoprostheses were explanted and a dacron graft was implanted. The patient tolerated the procedure and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: pxa260300/(B)(4), pxc161000/(B)(4), pxc141200/(B)(4).